Manufacturer narrative:
Device history records and sterilization record were reviewed, no anomalies were found. All records reviewed were found to meet specifications. Visual examination noted ipg as received has two cuts in the antenna silicone, header material cut, and slight discoloration in lower header port but no other anomalies. Device passed functional communication, charging, and saline tests. Device failed auto test, which appears to be related to the fluid intrusion into the lower header port. Over-stimulation could not be confirmed. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site and that the ipg was beginning to erode through the skin. In addition, the patient reported feeling over-stimulation at the ipg site. Only the ipg was explanted. The explanted ipg was returned to ans for evaluation.